Event description:
It was reported that during an acl procedure, after drilling using the ar-1204as-95, lot: 0191104949 flipcutter, the surgeon could not flip the device to back it out. The surgeon used a probe to flip the ar-1204as-95, flipcutter and the device was removed. The case as completed using a different ar-1204as-95 same lot number with no additional issues.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. One unpackaged ar-1204as-95 was received for investigation. Attempts at functional testing were unsuccessful, as the flipcutter tip would not respond. Further visual inspection identified that the actuating mechanism was not working, as the actuator tube had separated at the weld. The observed condition is consistent with user applied mechanical damage via prying/leveraging the device during use.